Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used pak was received and visual inspection confirmed that water observed only in the administration tube. Red connector was detached from the administration manifold. The connector remained on the cassette port. The detached tube from the admin tube was deformed/flat and inserted mark was observed on the manifold. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Based on the condition of the detached tubing, it appeared the air line of the administration manifold was not fully inserted into the red connector. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the end of a red tube was clogged and was not connected, resulting in water leakage before cataract surgery. The surgery was completed after replacing the probe with another one. There was no report of patient harm.